Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a pediatric cardiac treatment procedure, an atherotome fracture occurred. The lesion was located in the pulmonary artery. While removing the flextome monorail balloon catheter from the introducer sheath, one of the atherotomes fractured. The loose piece was about 3mm and remains in the patient. No further patient complications were reported and the patient's status is fine.